Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "the patient was underage when implanted". Healthcare professional additionally reported capsular contracture baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture and use error¿underage was received on july 14, 2023, with lot number 2343669. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Use error-underage: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "the patient was underage when implanted". Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.